Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. In addition, it was reported that resistance was experience during the fill process. Customer's blood glucose level was 160 mg/dl. Multiple needle and cartridge changes were performed resolving the issue.